Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance pull off suture needle pre-op. An empty opened folder, an empty labeled winding former, a dispensed suture and a detached needle were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement.  The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off suture needle pre-op is a short insertion.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture was detached from the needle when holding the needle with a needle holder. It was not used for the patient. There were no adverse patient consequences reported. Upon evaluation, the insertion did not meet the requirement. No additional information was provided.